Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("some patients underwent essure removal"), device breakage ("essure 'breakes' while being removed") and device dislocation ("essure pieces migrate to abdominal area / essure pieces migrate to intestinal area") in female patients who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On unknown dates, the patients had essure inserted. On unknown dates, the patients underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and complication of device removal ("essure breakes while being removed"). The patients were treated with surgery (essure removal). At the time of the report, the medical device removal, device dislocation, device breakage and complication of device removal outcome was unknown. The reporter considered medical device removal, device dislocation, device breakage and complication of device removal to be related to essure. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("some patients underwent essure removal"), device breakage ("essure breakes while being removed") and device dislocation ("essure pieces migrate to abdominal area / essure pieces migrate to intestinal area") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and complication of device removal ("essure breakes while being removed"). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal, device breakage, device dislocation and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage, device dislocation and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.